Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenopancreatectomy, green button was pressed but the device would not staple. An open stapler was used to resolve the issue in order to complete the case. Surgical time was extended by 5 minutes as a result of the event. There was no patient injury.